Manufacturer narrative:
The unit was sent back to pride europe. The cables were changed and the unit is working fine. Unit returned to distributor, welzorg.

Event description:
Alleges that when the ignition was turned on, the scooter drove in reverse at full speed.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges that when the ignition was turned on, the scooter drove in reverse at full speed.